Event description:
It was reported that one week after implant the left ventricular (lv) lead was not capturing in all vectors. Lead dislodgment was confirmed on chest x-ray. The lead was not able to be revised or replaced due to an occluded subclavian vein. The lead was explanted and the patient may be referred for epicardial lead placement in the future. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (ICD): (B)(6)   2014. A 5076 implantable pacing lead: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.